Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/2/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: contralateral mentor smooth round moderate profile 200cc saline prosthesis, catalog: 3501625, lot: 258440. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient had mentor smooth round moderate profile 200cc saline prostheses implanted. The breast prostheses were explanted from the patient on (B)(6) 2018. In the absence of clarifying information, it cannot be determined why the devices were explanted. However, explantation can be characteristic of an issue requiring removal of the device from a patient¿s body. See manufacturer report number 1645337-2018-06768 for the contralateral prosthesis.

Manufacturer narrative:
The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the anterior view measuring 1.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint could not be confirmed since there is no event to compare with. The device history record (DHR) for the lot number 252338 was reviewed on (B)(6) 2018, and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. (B)(4).